Event description:
It was reported that the during the procedure when the surgeon hit the scope the distal tip was shattered. All pieces were removed from the patient. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the surgeon hit the scope and the distal tip was shattered. A visual inspection was performed and showed the distal negative lens is missing from the scope. This damage is caused by contact with another source. No manufacturing related defects were observed.